Event description:
Pt was admitted for chest pain. Had a cardiac cath and it was noted: "fluoroscopically likely ivc filter spine/leg possibly in rca apex." Pt had follow up CT scan which showed "a linear metallic density at right ventricular apex extending to the pericardial region, this is consistent with a displaced strut of ivc filter." Pt. Had the ivc filter placed ~8 weeks ago, secondary to a pe. Pt. Had history of freq. Falls secondary to parkinson's disease and was given ivc as opposed to heparin/coumadin.